Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to diabetic ketoacidosis and high blood glucose levels. The blood glucose level was 601 mg/dl at the time of event and the patient got treated with intravenous insulin. The patient stayed in the hospital for more than twenty-four hours. Patient experienced symptoms like confusion, sick/unwell and comatose. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.